Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain pelvis: stabbing pain") and urinary bladder rupture ("complications from essure removal procedure - bladder puncture") in an adult female patient who had essure (ess205) (batch no. 622308) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "an initial x-ray indicated the right coil was somewhat stretched and "uncoiled" per the doctor". The patient's past medical history included condom in 2005, birth control pill, depression, anxiety and pelvic adhesions. Previously administered products included for an unreported indication: floxin. Concurrent conditions included pain in hip, kidney stones, adenomyosis, leiomyoma nos, ovarian cyst and fibroids (multiple). Concomitant products included rosuvastatin for hyperlipidaemia, metoprolol for hypertension, levothyroxine for hypothyroidism, amitriptyline for insomnia as well as venlafaxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary bladder rupture (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during mensuration/abnormal bleeding (menorrhagia)"), dizziness ("dizziness"), urinary tract infection ("frequent urinary tract infections"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), mood altered ("excessive moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), anxiety ("severe anxiety"), depression ("depression"), uterine scar ("during surgery, unexplained scar tissue was discovered on the right side and it was "stuck together.""), uterine injury ("uterus as a "toxic environment.""), inflammation ("blood work revealed inflammation throughout my body"), rash ("rash on legs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tachycardia ("tachycardia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), abdominal distension ("severe abdominal bloating"), visual impairment ("worsening eyesight"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("acid reflux"), iron deficiency anaemia ("iron deficiency anemia") and arthralgia ("hip pain"). The patient was treated with iron, cyanocobalamin (vitamin b12), cholecalciferol (vitamin d3), surgery (hysterectomy (full)/bladder repair after hysterectomy) and surgery (puncture had to be repaired and used a catheter for 9 days). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash and arthralgia had resolved and the menorrhagia, dizziness, urinary tract infection, dyspareunia, abdominal pain lower, mood altered, vaginal haemorrhage, cystitis, vaginal infection, anxiety, depression, uterine scar, uterine injury, inflammation, bladder disorder, urinary tract disorder, migraine, headache, tachycardia, dysmenorrhoea, nausea, tooth disorder, vaginal discharge, abdominal distension, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for iron deficiency anaemia with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, bladder disorder, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, inflammation, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, tachycardia, tooth disorder, urinary bladder rupture, urinary tract disorder, urinary tract infection, uterine injury, uterine scar, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the doctor informed met that there were problems placing the essure on the right side, (B)(6) 2007. Patient physician has recommended that she have the device removed. Per mr: excellent placement of the coils was visualized with 6 coils visible on the left side and 4 coils visible on the right side. The patient also had fibroid uterus and had acute blood loss in the operating room of 750 milliliters. She became symptomatic with hypotension and was transfused 1 unit of blood in the post-anesthesia care unit (pacu). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion current weight (B)(6). Pelvic and abdominal x-ray to detect the misplacement and/or possible migration of essure coils that were implanted at the time of a tuba, in 2006 or 2007. She found that one of the coils has come "uncoiled" and is protruding outside of the tube and is "stabbing" my insides causing pain. Hospital course: all of the patient's radiographic workup had been negative. However, there was some suspicion that the coil in the right fallopian tube was abnormal. The patient continued to have a slightly elevated white blood cell count. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression, migraines, iron deficiency anemia (confirming anemia), pelvic pain, urinary tract infections, tachycardia, nausea, dizziness and fatigue. Most recent follow-up information incorporated above includes: on 28-feb-2018: the case is incident. The reporter information was updated. This case concerns adult patient. Her historical condition and concurrent condition was added. Lab data was added. Essure indication was amended added. Essure lot number was added. Essure removal date was updated. Her concomitant medication was added. Following events were added: excessive moodiness, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal): unspecified, severe anxiety, an initial x-ray indicated the right coil was somewhat stretched and "uncoiled" per the doctor, depression, during surgery, unexplained scar tissue was discovered on the right side and it was "stuck together.", uterus as a "toxic environment.", blood work revealed inflammation throughout my body, rash on legs, bladder or urinary problems or changes, migraines, headaches, tachycardia, dysmenorrhea (cramping), nausea, dental problems, vaginal discharge, severe abdominal bloating, worsening eyesight, fatigue, weight gain, acid reflux and complication of device removal- bladder puncture and hip pain. She had recovered for the events: rashes and stabbing pain. On (B)(6) 2018: per mr: the case is medically confirmed. Reporter information was added. Her historical condition and concurrent condition was added. Lab data was updated. Treatment medication were added. Event: iron deficiency anemia was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain pelvis: stabbing pain") and bladder perforation ("complications from essure removal procedure - bladder puncture") in an adult female patient who had essure (ess205) (batch no. 622308) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "an initial x-ray indicated the right coil was somewhat stretched and "uncoiled" per the doctor". The patient's past medical history included condom in 2005, birth control pill, depression, anxiety and pelvic adhesions. Previously administered products included for an unreported indication: floxin. Concurrent conditions included pain in hip, kidney stones, adenomyosis, leiomyoma nos, ovarian cyst and fibroids (multiple). Concomitant products included rosuvastatin for hyperlipidaemia, metoprolol for hypertension, levothyroxine for hypothyroidism, amitriptyline for insomnia as well as venlafaxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during mensruation/abnormal bleeding (menorrhagia)"), dizziness ("dizziness"), urinary tract infection ("frequent urinary tract infections"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), mood altered ("excessive moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), anxiety ("severe anxiety"), depression ("depression"), uterine scar ("during surgery, unexplained scar tissue was discovered on the right side and it was "stuck together.""), uterine injury ("uterus as a "toxic environment.""), inflammation ("blood work revealed inflammation throughout my body"), rash ("rash on legs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tachycardia ("tachycardia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), abdominal distension ("severe abdominal bloating"), visual impairment ("worsening eyesight"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("acid reflux"), iron deficiency anaemia ("iron deficiency anemia") and arthralgia ("hip pain"). The patient was treated with iron, cyanocobalamin (vitamin b12), colecalciferol (vitamin d3), surgery (hysterectomy (full)/bladder repair after hysterectomy) and surgery (puncture had to be repaired and used a catheter for 9 days). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash and arthralgia had resolved and the menorrhagia, dizziness, urinary tract infection, dyspareunia, abdominal pain lower, mood altered, vaginal haemorrhage, cystitis, vaginal infection, anxiety, depression, uterine scar, uterine injury, inflammation, bladder disorder, urinary tract disorder, migraine, headache, tachycardia, dysmenorrhoea, nausea, tooth disorder, vaginal discharge, abdominal distension, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for iron deficiency anaemia with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, bladder disorder, bladder perforation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, inflammation, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, uterine injury, uterine scar, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the doctor informed met that there were problems placing the essure on the right side.(B)(6) 2007. Patient physician has recommended that she have the device removed. Per mr: excellent placement of the coils was visualized with 6 coils visible on the left side and 4 coils visible on the right side. The patient also had fibroid uterus and had acute blood loss in the operating room of 750 milliliters. She became symptomatic with hypotension and was transfused 1 unit of blood in the post-anesthesia care unit (pacu). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion current weight 184 lbs. Pelvic and abdominal x-ray to detect the misplacement and/or possible migration of essure coils that were implanted at the time of a tuba, in 2006 or 2007. She found that one of the coils has come "uncoiled" and is protruding outside of the tube and is "stabbing" my insides causing pain. Hospital course: all of the patient's radiographic workup had been negative. However, there was some suspicion that the coil in the right fallopian tube was abnormal. The patient continued to have a slightly elevated white blood cell count. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression, migraines, iron deficiency anemia (confirming anemia), pelvic pain, urinary tract infections, tachycardia, nausea, dizziness and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain pelvis: stabbing pain") and bladder perforation ("complications from essure removal procedure - bladder puncture") in an adult female patient who had essure (ess205) (batch no. 622308) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "an initial x-ray indicated the right coil was somewhat stretched and "uncoiled" per the doctor". The patient's past medical history included condom in 2005, birth control pill, depression, anxiety and pelvic adhesions. Previously administered products included for an unreported indication: floxin. Concurrent conditions included pain in hip, kidney stones, adenomyosis, leiomyoma nos, ovarian cyst, fibroids (multiple) and overweight. Concomitant products included rosuvastatin for hyperlipidaemia, metoprolol for hypertension, levothyroxine for hypothyroidism, amitriptyline for insomnia as well as venlafaxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during mensruation/abnormal bleeding (menorrhagia)"), dizziness ("dizziness"), urinary tract infection ("frequent urinary tract infections"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), mood altered ("excessive moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), anxiety ("severe anxiety"), depression ("depression"), uterine scar ("during surgery, unexplained scar tissue was discovered on the right side and it was "stuck together.""), uterine injury ("uterus as a "toxic environment.""), inflammation ("blood work revealed inflammation throughout my body"), rash ("rash on legs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tachycardia ("tachycardia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), abdominal distension ("severe abdominal bloating"), visual impairment ("worsening eyesight"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("acid reflux"), iron deficiency anaemia ("iron deficiency anemia"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with iron, cyanocobalamin (vitamin b12), colecalciferol (vitamin d3), surgery (hysterectomy (full)/bladder repair after hysterectomy) and surgery (puncture had to be repaired and used a catheter for 9 days). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, vaginal haemorrhage, rash, dysmenorrhoea, nausea, abdominal distension, fatigue, iron deficiency anaemia and arthralgia had resolved, the bladder perforation, menorrhagia, dizziness, urinary tract infection, mood altered, cystitis, vaginal infection, anxiety, depression, uterine scar, uterine injury, inflammation, bladder disorder, urinary tract disorder, migraine, headache, tachycardia, tooth disorder, vaginal discharge, visual impairment, gastrooesophageal reflux disease and back pain outcome was unknown and the weight increased was resolving. The reporter provided no causality assessment for iron deficiency anaemia with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, bladder perforation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, inflammation, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, uterine injury, uterine scar, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the doctor informed met that there were problems placing the essure on the right side. (B)(6) 2007. Patient physician has recommended that she have the device removed. Per mr: excellent placement of the coils was visualized with 6 coils visible on the left side and 4 coils visible on the right side. The patient also had fibroid uterus and had acute blood loss in the operating room of 750 milliliters. She became symptomatic with hypotension and was transfused 1 unit of blood in the post-anesthesia care unit (pacu). Current weight 190 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion current weight 184 lbs. Pelvic and abdominal x-ray to detect the misplacement and/or possible migration of essure coils that were implanted at the time of a tuba, in 2006 or 2007. She found that one of the coils has come "uncoiled" and is protruding outside of the tube and is "stabbing" my insides causing pain. Hospital course: all of the patient's radiographic workup had been negative. However, there was some suspicion that the coil in the right fallopian tube was abnormal. The patient continued to have a slightly elevated white blood cell count. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression, migraines, iron deficiency anemia (confirming anemia), pelvic pain, urinary tract infections, tachycardia, nausea, dizziness and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received event " back pain" added. Outcome of events " rashes on legs, pain, cramping, painful intercourse, bleeding, nausea, fatigue, anemia, bloating" were updated as recovered and " weight gain" its recovering. Lab data and patient information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.